Event description:
It was reported the patient¿s system had been removed due to infection and they were re-implanted with a new system which was in-use at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v409779, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).